Manufacturer narrative:
Synergy ous mr 4.00 x 20 mm stent delivery system (sds) was returned for analysis. The device was returned without the stent. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of partial positive pressure were noted as the balloon folds were opened. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The patient presented with myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via the femoral artery. The 85% stenosed, 4.00mm x 16mm, eccentric, de novo target lesion containing >=90 degrees bend was located in the tortuous and non-calcified mid left anterior descending (lad) artery. Following pre-dilatation with a maverick balloon, a 4.00 x 20 synergy drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a detached stent.